Event description:
Reporter indicated that vns patient's seizure activity increased above pre-vns baseline frequency after stimulation was initiated approximately two weeks post-implant. The patient's family member reported that family member used to be able to hold the patient in their arms, preventing pt from falling when pt had a seizure, but that with the vns therapy family member was no longer able to do this and the patient has subsequently fallen to the ground. Normal mode stimulation was programmed to off approximately six weeks after stimulation was initiated, with magnet mode stimulation programmed to off one week later. The patient's family member reported that prior to programming the device to off, the device settings were "as high as they could go" and reported that the patient only felt device stimulation on four occasions. The patient's family member reported that treating neurologist did not plan any other intervention at this time. Treating neurologist indicated that the patient had seizures "all of the time" before vns implant and that it is not believed that the patient's seizure activity has increased above pre-vns baseline frequency. Device diagnostic testing was within normal limits, indicating proper device function. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.